Manufacturer narrative:
The reported event was patient deceased. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
G2.

Event description:
Related manufacturer reference number:2017865-2025-12018. It was reported that during implant procedure of pacemaker and right ventricular (rv) lead implant the patient died. It was noted that patient had other comorbidities. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.